Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 138 mg/dl, compared with the sensor glucose reading of 75 mg/dl. The customer stated that the insulin pump would tell her that she had low blood glucose levels when she did not. She added that she may have scar tissue and may have slept on the sensor. She also noted that she sometimes inserted the sensor below the waist. She stated that once or twice in the past 2 months, she had also found bent sensor cannulas. Advised the customer to consult with a doctor regarding scar tissue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.